Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the customer reported event could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the insufflator had an alarm sound and a black screen. The issue was found during reprocessing. The procedure performed was diagnostic (laparoscope), and the procedure was completed with a similar device. There was no delay, and there were no reports of patient harm.